Event description:
Customer reports lancet protrudes beyond the end cap of the mulitclix device before and after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.